Event description:
Caller reported that at 01:19 am the spirit combo insulin pump switched off without any alarm or error message (e2 and/or w2 are missing). Her blood glucose in the morning more than 400 mg/dl. Customer changed the battery and the pump started. She was able to make correction with pump. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.